Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a 'maintenance is required' message. Replaced with a cardiosave of a different serial number and continued use. However, no patient harm was reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - h6(medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and performed a 170-hour running test was performed and the problem could not be reproduced. The connection status of each connection point was checked and no abnormalities were found. A regular calibration and inspection based on the regular inspection record sheet were carried out and the results were good, so the device was returned to the hospital.

Event description:
N/a.